Event description:
It was reported that the pump touch screen was "less responsive, has to be tapped multiple times to complete a step". There was no adverse impact to customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.